Event description:
It was reported the patient had surgery that revealed a catheter leak which caused two months of withdrawal. No further outcome or symptoms were reported. A follow-up report will be submitted, if additional information becomes available.